Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain/soreness at his scs ipg pocket site with and without stimulation. The pain resolves when the patient sits down. Follow-up is pending.